Event description:
The external pulse generator was returned for correction due to a field action. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that battery flex was corroded and the battery contacts were compressed. The battery drawer, battery release, lead flex, and lower case were contaminated. Both bail covers and ring cover were broken and the ring was bent.